Manufacturer narrative:
In this case, the aligners are not being evaluated as the product performed in accordance to specs. The invisalign product was in use at the time of the event, but there is no evidence demonstrating that the aligners were the causal agent for the patient's symptoms. It is unk that on rare occasions, the aligners may cause an allergic reaction in some patients. A "caution" statement appears in align technology's instructions for use document.

Event description:
The pt was admitted to the hospital on (B)(6) 2011, with "super epiglottitis (supraglottitis)" a swelling above the vocal chords and severe tonsillitis, and the pt expressed that he couldn't swallow. The treating physician indicated that it was very unlikely that the use of the aligners would have provoked these symptoms. The pt reported that his condition was worsening and his airway felt like it was closing. The treating physician reported that he will forward the report from the consultant to confirm whether it was an allergic reaction or not.